Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a minimum fill notification after filling the cartridge with 300 units of insulin. Customer's blood glucose level ranged from 200-300 mg/dl. Reportedly, the customer was able to load a new cartridge successfully and resumed insulin delivery.